Event description:
It was reported to resmed that the therapist was unable to configure the breath synchronizing feature (triggering) on the astral ventilator. There was no patient harm or injury reported as a result of this incident. MFR ref #3004604967-2015-00005.